Event description:
It was reported during the implant procedure, post-pace t-wave oversensing was observed. The device was reprogrammed and the patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.